Event description:
Event description guidant received info that the pt who was implanted with this implantable cardioverter defibrillator (ICD) expired. The pt's wife inquired if the death was related to the advisory affecting this model.